Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, the valve recaptured three times, it was unable to fully recapture the final time. A new 29mm navitor vison valve and large flexnav delivery system were chosen, prepped and delivered successfully. The patient was reported stable.

Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all manipulated and assessed, and all were functional with no anomalies noted. The distal end of the inner shaft was noted to be kinked, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, the valve recaptured three times, it was unable to fully recapture the final time. The first recapture in the body, the distal end was in the ascending aorta. The 2nd recapture, the distal end was in the descending aorta. Micro wheel was used both times. The tension was removed each time. A new 29mm navitor vison valve and large flexnav delivery system were chosen, prepped and delivered successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.